Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches.pump received with no battery installed.pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 39 mg/dl. Customer was not wearing the pump at time of passing. The customer experienced symptoms such as low blood glucose and had a seizure. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.